Event description:
It was reported that during a lap gastric bypass procedure, the device was being loaded with a gold reload and the cartridge would not fit. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 9/25/2008. Evaluation summary: the analysis results showed that one device was returned with no visual non-conformances and with a pan inside the channel. A fully loaded with staples reload was received inside the bag. The pan was removed from the device and the device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b- form shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.